Event description:
It was reported the device was used during a laparoscopic appendectomy. It was reported the tsb35 was put through the trocar and the handle was closed. The rep asked the tech if the handle was closed all of the way and whether or not they heard the instrument "click" close. She said "yes." The surgeon then proceeded to fire with the black firing handle. During the firing process, the tech told the rep when the firing handle was about 75% closed, they all realized that the tissue in the jaws seemed to "slide" way back into the jaws of the stapler. Once the surgeon realized this, he tried to reposition the tissue. The rep's question at this point was "did he push the release knob when he realized the tissue had slid into the jaws to reposition?" She responded, "I don't know." When trying to reposition the stapler on the tissue, she said the blue cartridge shot out of the jaws into the pt and that 2 yellow pieces from the cartridge came out and into the pt and the cartridge went into 2 pieces. They "fished" out the pieces. Another tsb35 stapler with the same lot number was pulled. Rep was on the phone with them at this point and the circulator in the room stated the 2nd tsb35 fired well. The stapler was taken to nursing administration and will then be taken to risk management. Rep told hospital co would like to get the stapler back so that it can be tested. The surgeon very dissatisfied. Stapler currently being retained at the hospital. There was no reported consequence to the pt.